Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported right side capsular contracture, unknown baker grade and a bilateral rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.,b.6, d.7., e.3 g.1., g.3, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.